Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log analysis it could be confirmed that the device detected an auxiliary acoustical alarm system failure and a piezo test error. The device reacted as specified to the detected deviation and posted the corresponding visual and audible alarm ¿auxiliary acoustical alarm failure¿ to alert the user. In case of this alarm, the IFU recommends to call service and continuously monitor the device functions in case the ventilation is continued with this device. The main acoustical alarming functionality of the device is not affected by this malfunction. The main power is switched on and off by a rocker switch. The rocker switch was reportedly off at the time of event. Despite this, the device could be started due to the malfunction of the rocker switch. In case of a faulty rocker switch the device is permanently supplied with main power. This malfunction was alarmed by the reported alarm. However, a temporary alteration in the rocker switch signal may cause a short interruption of the ventilation. In case of a complete loss of function the emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device displayed an auxiliary sound alarm defect message at 10 pm. At 1 am the power suddenly turned off during ventilation without audible alarm. The ventilation was stopped for about 1 to 2 minutes. When the device was checked, the main power was off. No patient injury was reported.